Manufacturer narrative:
Pump received with failed battery test alarm due to corroded battery tube. Unable to verify weak battery alarm and perform operating currents due to failed battery test alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's battery life was only about one day long. Customer reported that only two bars of power were displayed upon installation of a new battery. Blood glucose level was not provided. No further information was provided.